Event description:
The customer reported that the jaws were sticking and charring during a total colectomy. As a result of the sticking, the tissue was torn. Also, the blade did not seem to cut well from the start. The device was not sealing well either. Small vessels were oozing and bleeding. Finally the blade would not advance. There was no injury to the patient.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.